Event description:
Arrive2 clinical trial. Same case as MFR report #: 2134265-2008-01206. It was reported that 847 days following a coronary artery drug eluting stenting treatment procedure, the patient developed in-stent restenosis. Two days prior to the index procedure, the patient was admitted due to a several day history of exertional chest pain occasionally associated with nausea and diaphoresis. An ECG showed "low acute st-t wave changes" and his cardiac enzymes were negative. A nuclear myocardial perfusion scan showed moderate to large-sized reversible defect involving the inferior wall and the inferolateral wall from the apex to the base. Target lesion 1 was identified in the svg to om1 (saphenous vein graft to 1st obtuse marginal) with 95% stenosis and measuring 4.5x30mm. Target lesion 1 had a distal protection device placed and was treated with pre-dilatation and an attempt to place a 3.5x32mm taxus express2 drug eluting stent was made. This caused the entire guide catheter and filter wire to prolapse out of the graft. The filter wire was recaptured and removed and the guide was exchanged. A new filter wire was utilized and the lesion was re-crossed with deployment of the filter wire distally. The 3.5x32mm taxus express2 drug eluting stent was advanced and deployed. This stent was overlapped with a 3.5x24mm taxus express2 drug eluting stent. After stent deployment, there was obvious slow flow of the graft. It was felt likely that the "filter wirer was probably full of debris" and the stents were post-dilated resulting in 0% residual stenosis. It was also noted that there was remaining disease in the distal segment of the graft and the patient was treated with intracoronary nitroglycerin which significantly improved flow. The patient was discharged one day post procedure on asa and clopidogrel. The patient underwent cardiac catheterization for evaluation of unstable angina 841 days following the index procedure. The patient was referred for redo coronary artery bypass grafting. Treatment 847 days post index procedure consisted of redo coronary bypass graft times three including sequential saphenous vein graft to the circumflex marginal, posterolateral branch and posterior descending branch. The patient was discharged home five days post bypass surgery on asa. The investigator assessed this event as probably related to the taxus express2 drug eluting stents.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.